Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci 8mm tip-up fenestrated grasper instrument to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately .1465 from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage.

Event description:
It was reported that during central processing, 8mm tip-up fenestrated grasper instrument tip was broken.